Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted cracked front cover bottom, front corners, cracked rear case, stuck lower housing claws and damaged right iui (inter-unit-interface). Performed unit calibration. Based on the findings, service determined that the reported issue was due to the wear of front case cover syringe. Device history record a review of the device history record showed the device had a manufacture date of 19sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. The claw assembly needs repair. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the serial number which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 19sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. The claw assembly needs repair. No additional information was provided. There was no patient involvement.